Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home. The caller stated that the customer was found on (B)(6) 2016, however they think that the customer had passed away a couple of days earlier because the caller was gone for a few days and found the customer deceased upon his return. The caller stated that the initial cause of death was reported as renal and kidney failure, but, the coroner reopened the investigation after finding out that the customer was on insulin pump therapy. The caller stated that the customer had tachycardia. The caller did not know the customer's blood glucose at the time of passing, however, the last recorded value was over 600 mg/dl on (B)(6) 2016. The caller was unsure whether the customer was wearing the insulin pump at the time of death or not; he did not check. The caller stated that the customer did not use sensors. The caller stated that the customer's insulin pump is with the coroner's office at this time.